Event description:
"Clips were spitting out of the jaws again like the old clip appliers used too. I confirmed this was a new clip applier via the lot number and product itself however the handle was not releasing slow like the new clip appliers. The staff opened a new clip applier and it released slowly like it should." Patient status: "ok".